Event description:
It was later reported that the patient had gone to another hospital in 2010 and the catheter was moved in the spine. The baclofen was increased a high dose of morphine was in the pump. The reporter stated that the patient was overdosed twice in 2010 after the catheter was moved. It was also reported that the pump was explanted in (B)(6), 2010 and the catheter was left implanted at the base of the spine.

Event description:
It was reported the catheter ¿fell out and the patient was in withdrawal." It was reported a health care provider (hcp) told the patient the catheter wasn¿t placed high enough in their spine, so they did a surgery. It was noted the patient came home and went to the ER for withdrawal since the catheter fell down to their spine. It was noted the hcp went in to take out the pump, but left the entire catheter in at the base of their spine. It was noted they could not figure out why or what was going on, so they did an ultrasound and found the catheter was coiled up at the base of the spine. It was stated the patient believed this occurred on (B)(6) 2010. It was stated the patient then had a ¿repeat surgery¿ to remove the catheter but the hcp left a portion of it in then they had to undergo another surgery, and the connector was left in. It was noted the specific date was unknown. The pump was used to deliver baclofen.

Manufacturer narrative:
Concomitant: product ID 8709sc, serial# (B)(4), implanted: 2010-(B)(4), product type catheter (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).